Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(4) affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the operator felt more push force than usual during insertion of the valve and commander delivery system into the esheath. At this point, a screening of the patient's leg was performed, and there were no abnormalities noted. The team decided to progress further, and as the valve exited the esheath, the distal end of the valve frame had a 90 degree bend on one of the frame struts. The decision was made to try to pull the valve back into the esheath to cover the bent strut and straighten it out. Team managed to pull the valve and delivery system into the esheath and remove the devices as one unit with no injury. The esheath was then replaced to maintain hemostasis successfully. The procedure was completed successfully with a new 26mm sapien 3 ultra valve with a new 16fr esheath.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Imagery was provided by the site and revealed the following: one (1) strut bent outwardly greater than 90 degrees at the inflow side. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on provided imagery. As reported, 'it was a case of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. When delivering the valve through the 14 fr. Esheath, physician felt more push force than usual. Leg was screened whilst valve was still in the esheath (mid iliac) and, as there was no issue seen, team progressed on with the procedure. As the device exited the esheath, the valve frame of the ultra (distal end) had a 90 degree bend in one of the frame struts'. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. Additionally, the patient's access vessel had presence of calcification. The presence of calcification can create challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and damage the strut at the inflow side. A product risk assessment (pra) was previously initiated to investigate and assess the risks associated with frame damaged during use or frame damage. A CAPA has previously been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The returned device was visually inspected, and the following was observed: crimped valve showed one bent strut at the inflow side, all struts were exposed through the skirt, and appeared normal after crimped and used. Post-expanded valve: leaflets wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process, one bent strut remained at inflow, and the frame was distorted/canted. Imagery was provided by the site and revealed the following: one strut bent outwardly greater than 90 degrees at the inflow side. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on provided imagery and returned device. As reported, 'it was a case of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. When delivering the valve through the 14 fr. Esheath, physician felt more push force than usual. Leg was screened whilst valve was still in the esheath (mid illiac) and, as there was no issue seen, team progressed on with the procedure. As the device exited the esheath, the valve frame of the ultra (distal end) had a 90 degree bend in one of the frame struts'. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. Additionally, the patient's access vessel had presence of calcification. The presence of calcification can create challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and damage the strut at the inflow side. A product risk assessment and CAPA was previously initiated to investigate and assess the risks associated with frame damage during use or frame damage. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.